Event description:
It was reported that during a device data review, variable and high out of range pacing impedance measurements (>3000 ohms) were noted from the competitor's right atrial (ra) lead. Additionally, episodes of minute ventilation (mv) over-sensing was observed. Boston scientific technical services was contacted and in was recommended to perform thorough maneuvers and diagnostic imaging to confirm appropriate lead-to-device connection. Reprogramming options were also provided to mitigate the mv over-sensing. A few months later, an additional out-of-range ra pacing impedance measurement was observed. Boston scientific technical services was contacted again and discussed whether the physician had performed provocative maneuvers at the last follow-up appointment, but it is unknown if they whether they had been performed. The physician had previously elected to continue with remote monitoring. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the b5 field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a device data review, variable and high out of range pacing impedance measurements (>3000 ohms) were noted from the competitor's right atrial (ra) lead. Additionally, episodes of minute ventilation (mv) over-sensing was observed. Boston scientific technical services was contacted and in was recommended to perform thorough maneuvers and diagnostic imaging to confirm appropriate lead-to-device connection. Reprogramming options were also provided to mitigate the mv over-sensing. A few months later, an additional out-of-range ra pacing impedance measurement was observed. Boston scientific technical services was contacted again and discussed whether the physician had performed provocative maneuvers at the last follow-up appointment, but it is unknown if they whether they had been performed. Recently, another alert was received for out-of-range atrial pacing impedance measurements (>3000 ohms). Evidence suggests that the physician is continuing with normal follow-up appointments. At this time, the device remains implanted and in-service and the patient was stable with no adverse effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This corrective action is expected to greatly reduce, but not eliminate the occurrence of intermittent impedance issues due to inadequate device-lead connection.

Event description:
It was reported that during a device data review, variable and high out of range pacing impedance measurements (>3000 ohms) were noted from the competitor's right atrial (ra) lead. Additionally, episodes of minute ventilation (mv) over-sensing was observed. Boston scientific technical services was contacted and in was recommended to perform thorough maneuvers and diagnostic imaging to confirm appropriate lead-to-device connection. Reprogramming options were also provided to mitigate the mv over-sensing. The physician elected to continue with remote monitoring. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.